Event description:
The hospital reported that during the coronary bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. The next two seals cracked while loading the seals into the delivery tube. A fourth seal was used to complete the procedure. No patient complications were reported by the hospital.